Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted. After the implant, the patient had a stroke and care was withdrawn. The patient was reported passed away.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was small amount of calcification present. The valve was successfully implanted and the final implant was 3.3mm. After the implant, patient had delirium in intensive care unit and computerized tomography (CT) was taken. Two days after, the patient had a stroke and care was withdrawn. The patient had debilitative stroke. The physician mentioned the cause of death was implanted device. The patient was reported passed away.

Manufacturer narrative:
An event of stroke and death was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information and medical review, the cause for the reported stroke could not be determined. The reported death is a cascading effect from the patient's stroke and resulted in the family withdrawing care. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.